Manufacturer narrative:
(B)(6). The concomitant medical products used were: guiding catheter (6f parent, medikit); guiding catheter (90cm parent, medikit); unknown guidewire. The product was not returned for inspection. During a percutaneous transluminal angioplasty (pta), after inflating the 135 cm. Powerflex pro 7 mm. X 4 cm. Balloon catheter (bc) strong resistance was felt while attempting to remove the device and it could not be removed easily. Finally after several attempts, the product was successfully removed from the patient. There was no reported patient injury. The target lesion was the iliac artery. Target lesion characteristic information was not provided. A trans-brachial approach was made. A non-cordis guiding catheter and non-cordis sheath were used for the procedure. The guiding catheter was delivered to the terminal aorta and an unknown guidewire was used to access/cross the target lesion. Additional information received indicated that the product was removed intact (in one piece) from the patient. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported to be unknown, was not answered, or was not applicable: is the removal or withdrawal difficulty product issue being reported: difficulty withdrawing the balloon or pta system; is the withdrawal difficulty product issue being reported: difficulty withdrawing the above from the vessel, difficulty withdrawing the device into the guiding catheter, or difficulty withdrawing the device through the sheath; or was the removal difficulty due to resistance/friction with the guidewire used; what guidewire was used (and if a cordis product please provide the catalog/lot numbers); was there any reported product issue with the guidewire used; what was done to finally remove the product successfully (please provide details); was any additional intervention necessary to remove the product successfully; was the patient symptomatic as a result of the reported product issue; how many atmospheres (and duration) was the product inflated to prior to the reported product issue; how many inflations were performed (total); was there any leakage or balloon burst noted; did the balloon maintain pressure during inflation; if pressure was not maintained: did the balloon burst, did the shaft burst; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon, did not deflate at all; how was the balloon eventually deflated; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); if yes, what brand / type of stent; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s): type / brand: if cordis product provide catalog/lot information: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was the device used for a chronic total occlusion (total occlusion >3 months); was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 15968902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this file.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), after inflating the 135 cm. Powerflexpro 7 mm. X 4 cm. Balloon catheter (bc) strong resistance was felt while attempting to remove the device and it could not be removed easily. Finally after several attempts, the product was successfully removed from the patient. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. Target lesion characteristic information was not provided. A trans-brachial approach was made. A non-cordis guiding catheter and non-cordis sheath were used for the procedure. The guiding catheter was delivered to the terminal aorta and an unknown guidewire was used to access/cross the target lesion. Additional information received indicated that the product was removed intact (in one piece) from the patient. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported to be unknown, was not answered, or was not applicable: is the removal or withdrawal difficulty product issue being reported: difficulty withdrawing the balloon or pta system; is the withdrawal difficulty product issue being reported: difficulty withdrawing the above from the vessel, difficulty withdrawing the device into the guiding catheter, or difficulty withdrawing the device through the sheath; or was the removal difficulty due to resistance/friction with the guidewire used; what guidewire was used (and if a cordis product please provide the catalog/lot numbers); was there any reported product issue with the guidewire used; what was done to finally remove the product successfully (please provide details); was any additional intervention necessary to remove the product successfully; was the patient symptomatic as a result of the reported product issue; how many atmospheres (and duration) was the product inflated to prior to the reported product issue; how many inflations were performed (total); was there any leakage or balloon burst noted; did the balloon maintain pressure during inflation; if pressure was not maintained: did the balloon burst, did the shaft burst; did the balloon deflate normally; if deflation was not normal: how long did it take to deflate the balloon, did not deflate at all; how was the balloon eventually deflated; did the balloon seem to stick to a stent (if being used for post-dilation); if yes, what brand / type of stent; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s): type / brand: if cordis product provide catalog/lot information: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was the device used for a chronic total occlusion (total occlusion >3 months); was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend. No additional information is available.